Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation presented, which was confirmed via angiogram. The right ventricular (rv) lead was presenting high thresholds measurements. The patient experienced a moderate pericardial effusion. A new lead was implanted. No additional information is available at the moment. No additional adverse patient effects were reported.